Manufacturer narrative:
Updated b.5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the "reflux" meant paravalvular leak (pvl).

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a patient with heart failure, severe calcification, and risk of circulatory collapse, a pre implant dilation was performed. After release of the valve, the lesser curvature reveled "reflux". A post dilation was performed using a 20 mm balloon, however the valve dislodged and the "reflux" became severe. A second transcatheter valve was placed successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID envpro-16-us (lot: 0012138225); product type: delivery catheter system (dcs) product ID l-envpro-16-us (lot: 0011912668); product type: compression loading system (cls). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that prior to the post dilation the "reflux" was mild. The patient was rapid paced during the post implant dilation.